Manufacturer narrative:
Concomitant product(s): model: 383059, ICD; implanted: (B)(6)2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered an alert for high rv coil impedance and a trend of rising and fluctuating rv coil impedance trends. Noise artifact was also noted on the rv lead egm, but did not observe oversensing. The svc coil impedance trend was fluctuating on the sub-q coil lead being utilized as the svc coil in the patient's current lead configuration. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has been extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.